Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture which resulted to greater than 2 seconds of asystole. The patient was admitted to the hospital for a hip replacement and while on telemetry, loc was detected. Impedance and sensing trends remained steady, except for high pacing threshold values observed on this rv lead. The physician decided to replace the lead and the device. The cause of the observation was not determined. The rv lead was surgically abandoned while the device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.